Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo 13.2, -13.0/1.5/068 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6)2022. Refractive surprise was observed, the lens remains implanted. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5 - lens replaced on (B)(6) 2023 with same length different diopter lens and problem was resolved. Patient is happy. Claim# (B)(4).

Manufacturer narrative:
B5 - lens replaced on (B)(6) 2023 with same length different diopter lens and problem was resolved. Patient is happy. Claim# (B)(4).

Manufacturer narrative:
Additional data: h3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).